Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the display screen was partially obscured by a gummy substance. There was no reported issue with the pump or display screen. This complaint is being reported because the substance could not be cleaned off and the reporter alleged that the substance was preventing the screen from being read safely. There was no allegation of an adverse event with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:investigation revealed that there was lens film adhesive stuck on the display lens. The display remained clear and legible.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.